Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was not performing the proper air removal techniques. Customer continued to use the existing cartridge. Additionally, it was reported that a minimum fill notification occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. Reportedly, the customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.